Event description:
It was reported that the patient had complaint of decreased energy for the past two months. It was found that the atrial had no capture at maximum output. The lead was capped and replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrs1 implantable pulse generator, (B)(6) 2010; 4092 implantable pacing lead, (B)(6) 2010. (B)(4).